Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(6) defers to the patient's physician regarding medical history.

Event description:
Device # 4 of 4 : reference MFR. Report: 1627487-2018-00636, 1627487-2018-00637 and 3008829311-2018-00201. Device information was obtained. Please see MFR. Reference reports: 1627487-2018-00636 and 1627487-2018-00637 for initial reported information. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Reportedly the patient lifted a 50 lb. Box. It is unknown when the patient noticed a change in stimulation. Postoperatively the patient is receiving effective stimulation.